Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited insulation damage when the physician 'grabbed the lead body with a forceps and pulled which caused the insulation to separate at the bifurcation'. The lead was explanted and replaced. No patient complications have been reported as a result of this event.